Manufacturer narrative:
Concomitant products: product ID 389045, lot# j0320194v, implanted: (B)(6) 2003, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 748951, serial# (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).

Event description:
Additional information received reported that an x-ray was performed on (B)(6) 2014, which showed the patient¿s implanted lead tip was at t1. It was noted that the physician¿s office was attempting to obtain the original implant operative report in order to determine if migration had occurred. It was noted that there was no date set for intraoperative testing. It was noted that the patient was not receiving effective therapy at the time of the report. Additional information received reported the patient was still without stimulation.

Event description:
Additional information received reported that an x-ray was performed on (B)(6) 2014 which showed the patient's implanted lead tip at t1. The physician's office was reportedly attempting to obtain the original implant operative report in order to determine if migration occurred. There was no present date scheduled for intraoperative testing. The patient was not receiving effective therapy at the time of report. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Event description:
Additional information received reported that the patient was scheduled for a potential ins replacement or revision on (B)(6) 2014.

Event description:
It was reported that there was no stimulation sensation. It was noted that the patient was getting good coverage up until "about three weeks ago" when the stimulation suddenly ceased unprompted. There were no reports of falls or physical trauma. It was reported that the patient's threshold before three weeks ago was around 3 volts and the absolute comfort threshold was around 5 volts. It was noted that the patient's stimulation was turned up to 10.5 volts on the day of report with an increased rate and pulse width, however the patient still felt nothing at all. It was noted that the implantable neurostimulator (ins) battery voltage was 3.030 volts at the time of report. No imaging had been done at the time of report. Impedances were measured at 0.7 and 3 volts. No impedances were out of range, however they were on the higher end with the highest being 4654 ohms. Additional information received on the same day reported that the patient was to receive an x-ray on the day of report. Additional information received two days later reported that the x-ray results were not available at the time of report. No cause had been determined yet for the lack of stimulation. Patient was still not receiving therapy. Possible intraoperative testing was discussed with the doctor, however there was no surgery scheduled at the time of report. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the lead integrity was compromised. It was noted that the compromised lead was removed on (B)(6) 2014. It was noted that the patient was doing well and was receiving effective therapy.

Manufacturer narrative:
Analysis of the lead, lot # j0320194v, found that the lead body conductor was broken at the anchor site. It was noted that all the conductors were broken 31.6 cm from the distal end. Also, it was determined that there was ¿breached mio¿ on the insulation at the proximal end of the lead. Analysis of the anchor found that no significant anomaly. It was noted that the ez anchor was cut.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received 12 days later reported that the cause for lead removal was breakage. It was noted that the device was replaced with another from the same manufacturer. It was noted that there was no patient death or injury. The patient reportedly recovered without sequelae after the device was removed. If additional information is received, a supplemental report will be filed.